Event description:
Paramedics attempted using the device to administer external pacing on a patient diagnosed in cardiac arrest. The device allegedly displayed the message connect cable when the operator attempted to start the pacemaker. A backup defibrillator/monitor/pacemaker was immediately available and used. The patient was subsequently transported to the hospital with a pulse. There were no adverse affects to the patient reported as a result of the alleged malfunction.